Manufacturer narrative:
Terumo has received the actual device for eval; however, an investigation had yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that during a vein harvesting demonstration (using synthetic material), the user got a small shock while attempting to use the vsp550. No pt involvement. Product was changed out. Surgery was successfully completed.